Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted during a stent implantation procedure performed on (B)(6) 2014. According to the complainant, during the deployment of the stent, the handle detached from the outer sheath. The stent was able to be deployed but was not deployed in the correct position across the stricture. The stent remains implanted. A second stent was placed partially inside the first stent to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the outer sheath was retracted and the stent had been fully deployed. The outer sheath was detached from the distal handle and the stainless steel handle was bent. The outer sheath was accordioned at its proximal end and kinked at 285mm from its proximal end, consistent with the distal end of the stainless steel shaft. The inner was curved at its distal end. During analysis a restriction was met when an attempt was made to move the outer sheath along the shaft. The shaft was dissected at the proximal end of the clear outer sheath. Some resistance was met in movement of the outer sheath along the shaft after the shaft had been dissected, due to the accordioning of the outer sheath and bending of the stainless steel handle. The inner was withdrawn from the outer sheath and no issue was noted with its profile. The proximal end of the outer sheath was dissected longitudinally and no issues were noted. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.  Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted during a stent implantation procedure performed on (B)(6),2014. According to the complainant, during the deployment of the stent, the handle detached from the outer sheath. The stent was able to be deployed but was not deployed in the correct position across the stricture. The stent remains implanted. A second stent was placed partially inside the first stent to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.